Event description:
Intra-operatively the distal end of the set screwdriver broke off at the welded site. All parts were safely removed from patient's body. All parts were accounted for and xray was taken.